Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hyperglycemic episode during which, the patient claims, cgm was reading 'low'. Patient's pump apparently was also broken and pump was not delivering insulin properly which also contributed to patient's hyperglycemic event.patient was vomiting. Patient sought medical intervention.since patient is unable to provide cgm data, dexcom is seeking for patient to return her cgm in order for dexcom to investigate the data around the time of the event.